Event description:
It was reported that during a coronary stent procedure, the balloon ruptured; however, the stent was successfully deployed and the patient was sent to recovery. The patient was later returned to the catheterization lab and a dissection distal to the stented area was noted. The physician repaired the dissection with another stent. A side branch dissection was also noted; however, the physician was unable to cross the lesion. The patient is listed as "okay".